Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in-clinic. Upon interrogation, the patient's left ventricular(lv) lead exhibited loss of capture. The patient noted feeling short of breath since this past fall. The lv lead was programmed off and awaits a possible lead replacement. The patient was stable.

Event description:
New information received stated patient presented for lead repositioning on (B)(6) 2019. The physician had difficulty removing the stylet from the left ventricular(lv) lead. The lv lead was explanted and replaced. The patient was stable before/during/after procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported field event was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.